Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for investigation. Malfunction was confirmed in the form of a damaged application specific integrated circuit (asic) chip.

Event description:
On (B)(6)2019, senseonics was made aware of an instance where patient received high ambient alert leading to sensor removal and replacement.